Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown adm poly liner. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient had bilateral hips using the srom hip system(s) done in 2000. Patient's left hip was revised due to j & j head disassociating from the plastic mdm liner.